Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 1627487-2020-21746. It was reported that post device replacement procedure, high impedance was observed on contacts six, seven and nine. The adapters were replaced and high impedance was cleared on contacts six and seven post procedure. There were no additional complications during the procedure. Patient was stable.